Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates the device is 20 years old and has not been returned to zimmer surgical for regular preventative maintenance. A visual inspection found the calibration out of specification and mechanical damage to the device. The cause of the reported issue is due to the device condition and lack of preventive maintenance. The IFU states the device should be returned every 12 months for inspection and preventive maintenance. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer meshgraft ii was not cutting the skin properly. Additional clinical info received on (B)(6) 2010 indicated that the unit did not perforate the skin well/ holes were not "steady". The graft was usable and no additional graft harvest was required. The procedure was completed without any further issues.